Event description:
It was reported that a revision surgery was performed due to damaged liner. Dr believed that the acetabular liner had cracked due to edge loading.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that based on the available information, the root cause of the damage to the acetabular liner cannot be concluded, unless it was as the physician suggested, secondary to "edge loading". No current information on the patient's status has been received at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.